Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a total laparoscopic hysterectomy, the hand activation buttons stopped working. Foot pedal was used to complete the case. There was no consequence to the patient.